Event description:
It was reported to medtronic minimed that the customer experienced pump did not communicate with the sensor and when the insulin reservoir was filled, the pump remained at an empty level on the display. The customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake and emergency room visit. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer has been using the insulin pump system within 48hours of reported hypoglycemia event. Customer states auto mode/smartguard was not in use at the time of the hypoglycemia event. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer was taken to the emergency room and given glucose injection at 10pm. During troubleshooting, reservoir was showing less insulin than what was shown on the status screen. Customer had pressed/pushed/adjusted the reservoir while connected. Helpline reminded customer to never press, push or adjust the reservoir during fill, removal or handling process while set is connected to their body as it may result in unintended delivery of insulin which can cause hypoglycemia.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly. The test reservoir units left matches properly to the units left in the pump status screen noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 09-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for pump did not communicate with the sensor and when the insulin reservoir was filled, the pump remained at an empty level on the display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.